Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until they expired on (B)(6) 2020 (reference MFR # 2916596-2020-02862). No product is available for investigation. The heartmate 3 lvas IFU lists sepsis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07dec2017. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists the adverse events that may be associated with the use of the hm3 lvas, including sepsis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced cardiogenic shock and septic shock on (B)(6) 2020. A cardiac arrest on (B)(6) 2020 was also reported.